Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The reported failure was identified by factory service and the cause of the failure is due to a lack of solder of a solder joint (result code 511) on the main circuit board. This would intermittently cause an open circuit (result code 122) causing the loss of essential programming data. Repairing the solder joint resolved the issue. Once the solder joint was repaired, the device performs to specifications, passed release testing and was returned to the customer.

Event description:
It was reported through service testing that the device was intermittently rebooting or freezing up. No patient involvement.